Manufacturer narrative:
Investigation underway.

Event description:
It was reported that during a pt transport the head section of a m1 cot broke off. There was pt involvement, however no adverse consequences have been reported.